Event description:
Add'l info received on 9/18/2017: I was using an insulin needle and it felt rough going in instead of smooth like it's supposed to, so I put my fingernails together on the needle and ran them along to the end of it several times until this clear ball thing came out of the needle and the same thing happened to the next needle too. The reason why I ran my fingernails down the needle is because it looked like the needle was bent at the tip and the needle was very rough feeling going in my skin and I thought I could straighten it out. If that would have gone into my body, it probably would have killed me. Incident location: home/apartment/condominium - (B)(6), united states. This is my home address. Retailer: (B)(6). (B)(4).

Event description:
I was using an insulin needle and it felt rough instead of smooth like it should, so I took it out and looked at the needle and it looked like it could have been bent at the tip of it so I ran my fingernails down it several times thinking it would straighten out the tip. Well, this clear little ball came out of the tip of the needle and it also happened to the next needle I used. If that would have got in my body, it probably would have killed me.